Event description:
The customer reported that they had a xhibit central station display that had stopped working while being used to monitor patients. There was no patient or user harm associated with this event. The customer shipped the display to spacelabs healthcare and it was evaluated by an equipment service center technician. The device would not power on. Spacelabs does not manufacture this product; it will be sent to the OEM for repair. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that they had a xhibit central station display that had stopped working while being used to monitor patients. There was no patient or user harm associated with this event. The customer shipped the display to spacelabs healthcare and it was evalauted by an equipment service center technician. The device would not power on. Spacelabs does not manufacture this product, it will be sent to the supplier for repair. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The unit was was received, evaluated, and repaired by the OEM. It was reported that the unit had a faulty power supply. The faulty part was replaced and the display was returned to the customer. B5 - minor correction was made to b5.